Manufacturer narrative:
According to available information, this lead remains implanted and in service. Should additional information become available, this event will be updated.

Event description:
Boston scientific crm received information that during a follow up visit, interrogation revealed this right ventricular lead displayed decreased amplitude measurements. Lead dislodgement was suspected. A revision procedure was performed, this lead was successfully repositioned. No adverse patient effects were reported.